Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide is filed under a separate medwatch report number.

Event description:
It was reported that arteriotomy closures of the right common femoral artery (rcfa) and left common femoral artery (lcfa) were attempted using two proglide devices (one each side) via a 6fr sheath, after a bilateral peripheral interventional procedure. Reportedly, after suture deployment, the suture failed to capture the artery and the suture with knot came out when the plunger was removed from both proglide devices. Additional proglide devices (one each side) were used in the rcfa and lcfa to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.